Event description:
It was reported that the protective surface on the zimmer air dermatome ii was chipping under where the blades sits. Review of information in per (product experience report) determined no harm or surgical delay was reported. No further clinical information was indicated.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.